Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm an hour after a load sequence was performed. The customer's blood glucose (bg) was 240 mg/dl. The customer changed out the supplies to the pump and the bg level was addressed with a correction bolus. While changing the supplies, the customer observed a leak in the cartridge.